Event description:
The device was used during a laparoscopic salpingo-oopherectomy procedure. It was repored the first ez35w closed without difficulty and fired, but did not sound right. After releasing the jaws, the blade was found to have cut, but the staples were half formed and formed inconsistently. The surgeon cauterized the staple lines. The device reloaded with an evu35 and the closure was better, but hte firing did not sound right again. When the jaws were released there was a large amount of bleeding and the surgeon closed the device across the tissue and cauterized the staple lines. The third firing was with the ez35b and the closure sounded good, but the staples were malformed. The staple lines were cauterized to complete the procedure. There was no conequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechansim. Visual inspections & results: lockout position a fired, cartridge condition a 6 staples fired bc, cartridge return batch number a j00837 b j00f3j, condition of knife bent, instrument number 668. Functional tests & results: condition of firing trigger lockout damaged, condition of pinion gear good, condition of short rack broken, condition of yoke good. Analysis condition; based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassemble and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.